Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly involved in a house fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The device was visually inspected internally and found no evidence of malfunction that caused the fire. The fire originated from the oxygen tubing to the outlet port of the device from an external source. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for investigation. A follow up report will be submitted when the manufacturer has completed the investigation.